Manufacturer narrative:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. This s-ICD device and electrode were explanted and replaced with a non-boston scientific crt-d device. The electrode was received at boston scientific's return products department on june 4, 2018. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this local representative contacted boston scientific¿s technical services to report that this patient received multiple inappropriate shock therapies due to t-wave oversensing. The qrs morphology appear to be diminished slightly in amplitude. The technical service¿s consultant verified that the device¿s smartpass featured had been disabled which verifies that the qrs amplitude has diminished. The patient has been ill recently and has had a change in medication. In review of stored data, it was found that smartpass had been enabled at implant but ambulatory r-wave changes caused smartpass disabling in mid-(B)(6) 2017. The local representative was planning to have the patient perform isometrics (rolling side to side, tie shoes, etc). There were no amplitude changes observed in primary or secondary when the patient was placed into multiple postures. In review of the patient¿s bundle-like morphology change, the secondary sense vector appeared to have slightly larger amplitude of the bundle branch block signal which could be beneficial for sensing. Smartpass appears to be helpful for this patient¿s rhythm. There were no untreated or inappropriate episodes prior to disabling of smartpass in (B)(6) 2017. After smartpass was disabled, episodes of untreated and inappropriate therapy occurred. The device¿s sense vector was reprogrammed to secondary with 2x gain and smartpass was enabled. The local representative was able to capture changes in morphology with the device¿s sense vector programmed to secondary. There was some intermittent oversensing but generally 1:1 sensing was noted. The patient was instructed to perform manual daily latitude patient initiated interrogations (limit 5 maximum per week).